Event description:
It was reported that during an acl procedure, the t2 anchor of the fast-fix could not be released. Backup device was available to complete the procedure. No significant delay and no other complications were reported.

Manufacturer narrative:
B5 and health effect impact code updated. The reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection revealed the device was returned outside of original packaging. The anchors had been detached from the device and not returned. A piece of the suture was returned with the device. The needle had been bent. The actuator tip is jammed at the distal tip. The actuator has been pushed all the way forward. A functional evaluation revealed the actuator and actuator tip could not be functioned as actuator needle is jammed due to bend in needle. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an acl procedure, the t2 anchor of the fast-fix could not be released. Backup device was available to complete the procedure. No significant delay and no patient complications were reported.